Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product ID: evfxplus-29, serial #: (B)(6); manufactured date: 2025-11-07; ubd: 07-nov-2027; UDI#: (B)(4); FDA site ID: 9617601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implant of this transcatheter aortic bioprosthetic valve (tav), in a patient with acute heart failure, a left ventricle ejection fraction of 15%, and a blood pressure of 100/31 mm hg at baseline, when the delivery catheter system and loaded valve crossed the native aortic valve, the patient's blood pressure dropped to 52/17 mm hg. The tav was rapidly deployed to the point of no return and medication (bosmin) was administered. The tav depth was confirmed at 2.3mm on the non-coronary cusp and 6mm on the left coronary cusp and was fully deployed. Despite the use of temporary pacing, bosmin administration, cardiac massage, and defibrillation with four total direct current electrical shocks, hemodynamic collapse was confirmed with the patient's blood pressure reading 33/16 mm hg. Cardiac massage was maintained as extracorporeal membrane oxygenation (ECMO) was initiated. Once ECMO became operational, cardiac massage had been performed for seventeen minutes. Transesophageal echocardiography (tee) was performed and revealed mild paravalvular leak (pvl). Subsequently, a post-implant balloon valvuloplasty was performed with a 23mm non-medtronic (z-med) balloon. A repeat tee confirmed the pvl had resolved. However, after thirty-minutes of observation, the patient's hemodynamics had not returned to normal and the patient left the operating room with ECMO still in place. Per the physician, the patient¿s hemodynamic breakdown was caused by the patient's age and poor medical condition. No further information was reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implant of this transcatheter aortic bioprosthetic valve (tav), in a patient with acute heart failure, a left ventricle ejection fraction of 15%, and a blood pressure of 100/31 mm hg at baseline, when the delivery catheter system and loaded valve crossed the native aortic valve, the patient's blood pressure dropped to 52/17 mm hg. The tav was rapidly deployed to the point of no return and medication (bosmin) was administered. The tav depth was confirmed at 2.3mm on the non-coronary cusp and 6mm on the left coronary cusp and was fully deployed. Despite the use of temporary pacing, bosmin administration, cardiac massage, and defibrillation with four total direct current electrical shocks, hemodynamic collapse was confirmed with the patient's blood pressure reading 33/16 mm hg. Cardiac massage was maintained as extracorporeal membrane oxygenation (ECMO) was initiated. Once ECMO became operational, cardiac massage had been performed for seventeen minutes. Transesophageal echocardiography (tee) was performed and revealed mild paravalvular leak (pvl). Subsequently, a post-implant balloon valvuloplasty was performed with a 23 mm non-medtronic balloon. A repeat tee confirmed the pvl had resolved. However, after thirty-minutes of observation, the patient's hemodynamics had not returned to normal and the patient left the operating room with ECMO still in place. Per the physician, the patient¿s hemodynamic brea kdown was caused by the patient's age and poor medical condition. No further information was reported. Additional information was received that on the same day as the implant procedure, ECMO was withdrawn and the patient was transferred to the general ward. Additionally, the patient's hospitalization was prolonged. Approximately 3 weeks following the procedure, the patient's ejection fraction (ef) recovered to approximately 30% and was discharged from the hospital.